Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing intermittent communication errors between the pod and the abbott freestyle libre 2+ continuous glucose monitor (cgm), which resulted in hospitalization on (B)(6) 2026. Blood glucose was reported to have increased to 11.2 mmol/l (~202 mg/dl) following several alerts on the omnipod system indicating ¿missing sensor values¿ for longer than 60 minutes. It was further noted that, because cgm readings were unavailable in the omnipod system, the patient did not receive high glucose alerts at the time. The pod had been worn on the arm for approximately 5-24 hours at the time of the event. The patient was subsequently transported by ambulance and admitted to (B)(6) hospital with a diagnosis of diabetic ketoacidosis. The pod was replaced by medical staff, and the previous pod was discarded. According to the patient, no additional treatment was provided besides pod replacement. Restarting the omnipod controller temporarily resolved the issue, and a new controller was provided. The patient remained hospitalized until (B)(6) 2026.